Event description:
The account noted that the hgb had shifted up on the cell dyn 3200. The account had noticed this had occurred after their last calibration on 07/16/04. The account did not have any calibrator on hand. To resolve the issue, the account installed the previous calibration factor. The account noticed that one patient's hemoglobin changed from 9.0 g/dl to 8.4 g/dl. The account felt that the 8.4 g/dl result was the correct result. The pt was already receiving a blood transfusion, therefore, there was no adverse impact to the patient due to the initial result reported.

Manufacturer narrative:
The device evaluation is currently in process. A final report will be submitted at the completion of the investigation.